Event description:
The reporter indicated that a vns patient developed a dehiscence chest wound after having a seizure in the middle of the night, eight days after generator revision surgery. The patient's implanting surgeon indicated that the wound was re-stitched and that bactracin was administered without further issues.